Manufacturer narrative:
Internal complaint reference:(B)(4).

Event description:
It was reported that during a meniscus repair surgery, two (2) fast fix t2 fell off from the inserter. Both t implants were removed with tweezers. Surgery resumed after a non-significant delay of less than 30 minutes with a competitor starsportmed device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in the pret2/postt1 setting with no suture or implants returned. There is biologial debris on the devices. A functional evaluation was performed on the returned device and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended actuation of the device. No containment or corrective actions are recommended at this time.